Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, morphine, baclofen and one other medication (unknown concentration and dose) via an implantable pump. Indication for use was chronic low backpain and spinal pain. The date of the event was approximately 1.5 months ago. It was reported the pump was alarming. The alarm happened during the night and the patient did not recall the sound however said that it was the pump. It was possible that the pump was near expected elective replacement indicator (eri). The alarm went off the day before replacement. The pump failed, and replacement surgery was scheduled right away. The pump and catheter were replaced. The patient had a refill after the replacement and then the patient was dismissed by the healthcare provider (hcp). The reporter believed it was because the patient inquired about getting a prescription for medical marijuana (legal in (B)(6)) and to decrease opioid use. Shortly after that conversation, the patient was constantly screened, and oral medication was discontinued (past 3 months). The reporter was unable to find another managing physician. The primary care physician did provide oral medication. No further complications were reported. No symptoms were reported.